Event description:
Same case as #2134265-2008-02313. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The lesion was located in a heavily calcified vessel. A 3.0x12mm maverick balloon was advanced to the target lesion and inflated to 8atm's when it ruptured. A 3.0x12mm quantum maverick balloon was also used during this procedure and ruptured at 10 atm's. The procedure was completed with a cutting balloon and a 2.5x12mm taxus express2 stent was placed. No patient complications were reported. Patient status is satisfactory.

Manufacturer narrative:
Product analysis confirmed the bust in the complaint. The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located on the proximal end of the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. It should be noted that there was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.